Event description:
It was reported that during an explant procedure when they took the cardiac resynchronization therapy defibrillator (crt-d) out of the pocket they lost pacing on both the right ventricular (rv) and left ventricular (lv) leads. Technical services discussed that rv oversensing will inhibit both channels. Both leads were tested through the pacing system analyzer (psa) and everything was fine. The device was explanted, and a new device was implanted. Lead testing was performed and there were no issues. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the crt-d was performed. The device was confirmed to be in safety core. Review of stored memory verified that the device experienced three system faults during the time electrocautery was being used; they were three oscillator mismatch faults. These faults caused the device to go into safety core. The device was then removed from safety core status and a comprehensive series of automated diagnostic tests were conducted to verify the performance of device memory, pacing, defibrillation and recording functions. The device performed as expected for each test. Of note, energen devices have been specifically designed such that if three system resets occur within a timeframe of approximately 48 hours, the device will enter safety core. The behavior of this crt-d is consistent with devices that have reverted to safety core due to faults occurring as a result of exposure to electrocautery.